Event description:
It was reported that the patient presented in clinic for routine follow up. It was found that the patient's insertable cardiac monitor (icm) exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.